Manufacturer narrative:
Patient¿s identifier, date of birth, age and weight are not available to reporting. Additional device product code: hwc. UDI: (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2017 to treat the proximal tibia fracture and the tibia diaphysis fracture, surgeon fixed the cancellous screw in question alone in the diaphysis tibia. Although the surgeon was advised to use the tap of the screw, the screw was inserted without cutting the tap since the procedure had been in progress. When surgeon was inserting the cancellous screw it broke 5 mm below the screw head. The broken part was not retrieved. The surgery was extended for five (5) minutes. No other medical intervention was required. There is no information available about surgical outcome. This report is for one (1) 4.0mm ti cancellous bone screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Sterile part 406.040s, lot 8504683: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: july 08, 2013. Expiry date: june 01, 2023. Non-sterile part 406.040, lot 8395629: manufacturing location: (B)(4). Manufacturing date: april 17, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. One broken cancellous bone screw was returned for investigation. Only the screw head was returned, the screw shaft remained in patient¿s bone. Cancellous bone screw was received broken approx. 5mm below the screw head. Screw shaft was not returned and the screw recess presents normal signs of use. This complaint is confirmed. All parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Due to the damage incurred the dimensions on the returned screw could not be verified; however, dimensions were checked randomly at the time of manufacturing with no issues documented. As per the recommendation in the technique guide, ¿if non-self-tapping screws are used, tap a thread manually¿. No definitive root cause was able to be determined; the failure mode is most likely a result of a mechanical overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.